Event description:
It was reported the device no longer helped the patient. It was stated the device was explanted on the day of report. It was further reported the patient had no complaints.

Manufacturer narrative:
Product ID: 39286, lot# v456860039, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found the battery had ¿reduced capacity due to overdischarge.¿ analysis of the lead found the product was segmented and cut through.